Event description:
A high readings issue was reported with the adc freestyle libre sensor. Caller reported the customer (a child of 12 years) received a sensor scan result of 491 mg/dl compared to a reading of 'lo' (less than 20 mg/dl) obtained on the built-in reader. Customer experienced general discomfort and was administered a glucagon injection by his mother. No further treatment was reported.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Caller reported the customer (a child of 12 years) received a sensor scan result of 491 mg/dl compared to a reading of 'lo' (less than 20 mg/dl) obtained on the built-in reader. Customer experienced general discomfort and was administered a glucagon injection by his mother. No further treatment was reported.